Event description:
Litigation papers received. Litigation alleges patient suffered with pain, discomfort, soreness, and cobalt-chromium metal ions in the blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 13, 2017: pfs and medical records received. In addition to what previously alleged, pfs also alleges clicking and popping sound, impaired mobility, implant loosening, and inability to perform adl. After review of medical records for MDR reportability, it was stated that the patient was revised to address aseptic loosening of the acetabular component, metallosis and corrosion of the head trunnion articulation. Updated part/lot information. Added cup for the reported loosening. This complaint was updated on oct 26, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.